Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the implant magnet was removed on (B)(6) 2022 under general anesthesia due to poor sound quality.